Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction in the memory logs, but the cse was not able to duplicate the alleged failure. The cse inspected the device and replaced the analog interface (ai) printed circuit board (pcb) as precautionary action. The unit passed extended self testing. (B)(4).

Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.